Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the elecsys anti-hcv ii assay on the cobas e411 disk analyzer. The anti-hcv ii assay generated an initial reactive result of 4.13 coi. A repeat test on the same day generated a non-reactive result of 0.437 coi.

Manufacturer narrative:
The reported event occurred on a cobas e411 disk analyzer (serial number: (B)(6)). The investigation determined that the assay performed within specifications. A review of the provided data indicated that the initial reactive result was followed by a non-reactive result upon repeat testing. This behavior is consistent with the expected performance of the assay, as repeat testing is recommended for screening assays when a reactive result is obtained. No product issue was identified, and the investigation concluded that the assay functioned as intended.